Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic colon surgery. While being applied on the colon, the stapler produced an incomplete distal staple line. The staples did not form. The staple line was completed using suturing. No patient injury.